Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to user error. The hp stated she connected prior to the "connect yourself" message. The alarm was due to air being sucked into the disposable because the patient was connected before priming was complete. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she connected prior to the "connect yourself" message. The tsr assisted the hp to end therapy. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention. The tsr reviewed proper procedures per the user manual with the hp.